Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. The cause of low bg was unknown. The customer was unresponsive and received third party assistance from paramedics, who provided intravenous therapy (IV) of glucose to address bg. The customer was treated in their home by paramedics and declined transport to the hospital. No additional patient or event information was available.